Manufacturer narrative:
After reviewing the historical data there's no evidence that a previous serious injury has occurred due to this kind of failure mode, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
During surgery,the inferface has gone to be fuzzy (sandstorm) and was unable to use twice; just after power on and during operation. So, it was turned off using power switch (menu button was not available) and turned on, then it worked. Surgery time was extended 5 minutes.